Event description:
The nitrex wire was entered into biliary tree. The physician attempted to pass a sheath over the wire. Wire unraveled in the patient. The physician had to remove the sheath and wire. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.